Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was static and inaccurate. Additionally, it was reported that the pump battery was depleting quickly. Customer continued to use the pump for insulin delivery. Customer's blood glucose was 110-202 mg/dl.